Event description:
Report received from (B)(6) stating that the device has "cord damage". It is known that the device was being used during surgery and injuries were reported; however, it is unk if there was any med intervention related to the event. No additional info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" could be confirmed. During service, the device was found to have a wire that was not attached to the motor. If additional info becomes available a supplemental report will be submitted. (B)(4).